Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to boot up. Analysis noted that the stylus cable was damaged but functional and the display hinges were missing bullet covers. The device passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot up and the stylus was unable to be calibrated properly. The device has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.